Manufacturer narrative:
(B)(4). D1: femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 4 extended offset reduced neck length. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the femoral stem was improperly packaged and that the sterile packaging was damaged. No known impact or consequence to the patient. It was reported that no further information is available.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: d4, g3, g6, h2, h3, h6. Visual evaluation of the provided photos found the stem has punctured through all sterile barriers. Sterility has been breached. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. The condition of the device when it left zimmer biomet is considered conforming to specification. The root cause of the reported event can be attributed to transit damage. This complaint was confirmed by evaluation of the provided photos. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.